Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was causing the patient to experience diaphragmatic simulation. Interrogation revealed a drop in r-waves as well as loss of capture at high outputs. A x-ray and echo confirmed that the rv lead had perforated the ventricle. Surgical intervention was performed and the rv lead was abandoned and replaced. No additional adverse patient effects were reported.